Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, a non j&j microcatheter (mc) was placed in the target position. The physician opened the outer packaging to inspect the integrity of the device packaging and took the stent from the dispenser hoop. The operator pinched the introducer sheath and deliver wire to prevent the stent from releasing during the removal process. The physician pushed the stent into y connector, but the stent was impeded and could not advance anymore. Finally, the stent was released in microcatheter. A new stent and microcatheter were switched to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no evidence of physical material within the device. The resistance was felt in the body of the device. There were no procedural delays due to the event. The replacement stent was of the same size as the original one. No excessive force was applied to the device. A non-sterile EU 4.5x22mm stent 12 mm dw tip stent component was received contained in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and no anomalies or damages were observed. The stent component was inspected under microscope, and it was confirmed to be in good condition, there was no structural damage (i.e. No broken struts, no kinks). . Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7258221. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented that the stent became impeded in the microcatheter could not be evaluated through functional testing since only the stent component was returned for evaluation. The stent must be still inside the introducer tube to perform the functional analysis. The complaint detailed that the resistance was felt at the body of the device; however, there were no structural damages that suggested excessive manipulation or application of undue force or torque. The issue that the stent was released in the microcatheter was confirmed based on the condition observed on the stent component. The complaint detailed that the stent was pushed into the y connector and could not advance farther; this suggests that the stent became released at the proximal body of the microcatheter and was not fully loaded into the microcatheter, allowing the stent to be removed without compromising its integrity. However, with the limited information available and the lack of components returned, no further evaluation could be conducted, and this remains only speculative. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Delivery wire should not be torqued to gain access into the aneurysm. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, a non j&j microcatheter (mc) was placed in the target position. The physician opened the outer packaging to inspect the integrity of the device packaging and took the stent from the dispenser hoop. The operator pinched the introducer sheath and deliver wire to prevent the stent from releasing during the removal process. The physician pushed the stent into y connector, but the stent was impeded and could not advance anymore. Finally, the stent was released in microcatheter. A new stent and microcatheter were switched to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no evidence of physical material within the device. The resistance was felt at the body of the device. There were no procedural delays due to the event. The replacement stent was of the same size as the original one. No excessive force was been applied to the device.